Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: vessel occlusion. The fredx was implanted for a dissecting cerebral aneurysm in the va. The distal landing zone was positioned with the effective length and flare boundary of the stent located at the aica, and the proximal landing zone was located at the va (v3-v4). Immediately after deployment of the stent, a thrombus was observed near the distal flare, and the left aica was not visible. After raising the blood pressure and performing angiography again, it was found that both aicas and the left pica were invisible. Antiplatelet and anticoagulant agents were administered (IV/ia). After performing pta with an occlusion balloon, both aicas and the left pica were recanalized. Ten minutes later, angiography was performed, and it revealed re-occlusion. Pta and angiography were repeated, but recanalization was temporary. A competitor stent was deployed centered on the distal flare, but recanalization was not achieved. After doac administration, both aicas and the left pica became visible, and the procedure was successfully completed. Physician¿s comment: though this patient was not eligible for dapt, fred was the only option but due to a dissecting cerebral aneurysm, this patient would have formed a thrombus regardless of the stent used, not because of the fred. Stent implantation site - aneurysm size: neck 10 mm, length 6 mm, width 4 mm, height 3 mm; side branch vessel covered: pica and aica covered; lesion site: left side; parent vessel diameter: 3.7 mm on the proximal side and 3.1 mm on the distal side. Antiplatelet and anticoagulant therapy - preoperative: administrated; postoperative: administrated. Platelet reactivity test was not performed. Poba was performed. No health damage to patient.